Event description:
Impac has determined that a partial upgrade (incorrect set of dlls and machine configuration changes) had a detrimental impact at a customer site. Following an elekta console upgrade, one of impac's support personnel incorrectly configured the site to use elekta rtd6 with sequencer/multi-access 8.30i0. This version of sequencer/multi-access does not support rtd6. Incorrect values for wedges were passed to the treatment machine and sequencer did not catch the mismatch and allowed beam to be delivered. Impac has taken adequate precautionary steps to prevent any potential for further patient mistreatment by reconfiguring sequencer/multi-access 8.30 i0 for rtd5 at the site. Following this, a full upgrade was performed to sequencer 8.30n5, configuration to rtd6 was done, and the machine was tested to insure proper functionality. Impac has discussed the root cause of the problem with the affected site, provided a software upgrade to correct the problem, and reviewed all records with the site to ensure that all treatment records are updated to reflect treatment accuracy for the 12 patient treatments that occurred before the problem was discovered.